Event description:
It was reported that upon interrogation, this device exhibited a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that upon interrogation, this device exhibited a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that upon interrogation, this device exhibited a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.